Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 201- response buttons stuck) was confirmed. As received, the response buttons were stuck in the activated state. Upon evaluation, there was liquid contamination on computer analog board in the monitor. The cause of the defective response buttons is the contamination. The root cause of the contamination is liquid ingress of an unknown substance. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was displaying service code 201 - response buttons stuck.